Event description:
The event is reported as: the bite-gard was bitten into by the patient. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.